Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that there was a battery fault causing the device to fail to turn on or unexpectedly attempt to restart. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that device has battery failure. Patient involvement information is currently unknown, but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device on site and determined the battery needed charged in order to test the device. The fse charged the battery and tested the device determining that this was a malfunction of the system on module assembly (som assy). The fse replaced the som assy resolving the reported issue. Update: the dfm100 som pca assy was then returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the results indicate the reported event could not be verified in lab testing. The som pca assy passed all tests during operational check and general testing. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. Based on the information available, the cause of the reported problem was with the som pca assy; however, it is unknown specifically what malfunctioned with the som pca as the issue could not be verified in lab testing. The reported problem was confirmed by the fse on site. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.

Event description:
This report is based on information provided by philips field service engineer (fse) and philips emergency care product support engineering and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that there was a battery fault causing the device to fail to turn on or unexpectedly attempt to restart. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips field service engineer (fse) and philips emergency care product support engineering and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that there was a battery fault causing the device to fail to turn on or unexpectedly attempt to restart. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Correction: the fse evaluated the device on site and determined the battery was low. The fse charged the battery resolving the reported issue. Separately, the dfm100 som pca assy was then returned to philips for additional analysis and it passed all tests during operational check and general testing confirming it was not the cause of the reported issue. Based on the information available, the cause of the reported problem was with the low battery. The reported problem was confirmed by the fse on site. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse charged the battery to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.